Event description:
Boston scientific received information that during the implant procedure the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms in triad configuration. It was noted when the lead was programmed coil to can, the shock impedance was within range at 80 ohms. Upon further evaluation, the physician found that the shocking coil terminal pin was not far enough into the header. The use of mineral oil on the lead terminal body was attempted without any further success and continued high out of range shock impedance measurements. The physician opted to leave the rv lead implanted and programmed distal coil to can. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.